Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a standard watchman laa procedure, pre-imaging was completed with computerized tomography (CT), direct oral anticoagulant (apixaban) was held for two days prior to procedure day, and heparin was given prior to crossing the septum (9000 units). Interatrial septum was noted to be fibrotic, requiring three applications of radiofrequency (rf) for the nrg transeptal needle and non-boston scientific wire to cross into the left atrium. Additional heparin was administered (4000 units) and the unspecified dilator remained tented on the septum despite several attempts to cross. The physician then started to prepare to balloon the septum when a mobile echogenic density was noted to be attached to the wire in the left atrium. Additional heparin given (2k) with subsequent act of 259 then additional heparin given (2000, 2000, 2000 units). During the next few steps additional acts were drawn (295, 332). Mechanical aspiration was attempted unsuccessfully. Prior to continuing to aspirate sentinel protection was used via right radial artery access. Once sentinel protection in place, physician pulled the wire out of left atrium (la). And pulled the dilator from the right atrium (ra). Transesophageal echo was then used to evaluate the la and the presence of possible thrombus which was not appreciated. Standard watchman procedure was then pursued without complication. No neurological deficit was noted in lab after end of procedure. The patient was admitted for supervision likely overnight. The patient was discharged, there were no further patient complications.

Event description:
It was reported that during a standard watchman laa procedure, pre-imaging was completed with computerized tomography (CT), direct oral anticoagulant (apixaban) was held for two days prior to procedure day, and heparin was given prior to crossing the septum (9000 units). Interatrial septum was noted to be fibrotic, requiring three applications of radiofrequency (rf) for the nrg transeptal needle and non-boston scientific dilator to cross into the left atrium. Additional heparin was administered (4000 units) and the unspecified dilator remained tented on the septum despite several attempts to cross. The physician then started to prepare to balloon the septum when a mobile echogenic density was noted to be attached to the wire in the left atrium. Additional heparin given (2k) with subsequent act of 259 then additional heparin given (2000, 2000, 2000 units). During the next few steps additional acts were drawn (295, 332). Mechanical aspiration was attempted unsuccessfully. Prior to continuing to aspirate sentinel protection was used via right radial artery access. Once sentinel protection in place, physician pulled the wire out of left atrium (la) and pulled the dilator from the right atrium (ra). Transesophageal echo was then used to evaluate the la and the presence of possible thrombus which was not appreciated. Standard watchman procedure was then pursued without complication. No neurological deficit was noted in lab after end of procedure. The patient was admitted for supervision likely overnight. The patient was discharged, there were no further patient complications. It was further reported that the dilator was a non-boston scientific device.

Manufacturer narrative:
Additional information added to b5 describe event or problem. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.